Manufacturer narrative:
According to the information provided, the power supply was defective after restart and the system was not in clinical use when the issue occurred. The service quote provided by philips was not accepted by the customer as the issue was resolved by the customer. Therefore, philips is unable to further investigate the issue. The fse likely to suggest to the customer to replace the power tray. The codes are updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that there was failure of the system after restart. No harm has been reported to philips. Philips has started an investigation of this complaint.